Event description:
It was reported that the patient presented post-implant procedure. Upon examination, it was noted that the leadless pacemaker exhibited intermittent capture and high pacing impedance. Device outputs were increased; however, intermittent capture was still observed. A micro-dislodgement of the device's helix was suspected. The patient presented for a device revision procedure. The device was successfully re-positioned. The patient condition was stable.